Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation and photographs were not provided. The described situation is adequately address in the instructions for use (IFU). Due to 100% testing, it is highly unlikely to detect a failure in any retention sample. Furthermore, only a small number of reserve samples are available. Therefore, a retention sample analysis was not performed. Although dialyzers are 100% tested for leaks (bubble-point and air testing during sterilization), leaks due to adverse environmental conditions or mechanical stress during treatment can occur in very few cases. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Event description:
Six hours and thirty minutes into a patient¿s continuous renal replacement therapy (crrt), it was reported that the dialyzer membrane ruptured causing blood leakage. The treatment was subsequently ended. The blood leak was reported to be internal and visually observed. Reportedly, the blood leak started at the membrane and flowed to the dialysate port. The machine, a b. Braun diapact, did not alarm with a blood leak alert. Nothing unusual was noted during the priming and there were no defects identified on the dialyzer. There was reported to be 75 ml or less of blood loss. It was also reported that sodium citrate was used for anticoagulation, the patient¿s blood flow rate was 150 ml/min, and the flow rate of the replacement fluid was 1500 ml/min. There were no reported adverse effects experienced by the patient, and there was no indication that medical intervention was required as a result of the event. The patient completed their treatment after being re-setup with a new dialyzer on the same machine. The dialyzer was not available to be returned for evaluation as the device was reportedly discarded. It was reported that the patient information could not be provided.